Manufacturer narrative:
Concomitant products: product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-39, lot # n330051, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
The patient reported occipital pain and not enough relief from the implantable neurostimulator (ins). The patient was implanted for occipital therapy. She had felt it was too strong so she turned it down. She had tried to change it and it felt better after getting a nerve block on (B)(6) 2015. The patient thought it was time to meet with a manufacturer representative (rep) about her settings. Relevant medical history included non-malignant pain and headache. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.